Event description:
A patient with an implantable pulse generator (ipg) system was reported as deceased eight days following the implant procedure. It was reported that the patient suffered reversed cardiopulmonary arrest associated to an absence of pacemaker signal. Evaluation by the physician later reported no evidenced problem with the device. On the fifth post-operative day, new occurrences related to the device followed by the patient death were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.